Manufacturer narrative:
(B)(4). This event occurred in rom.

Event description:
The customer received questionable chol2 cholesterol gen.2 and altl alanine aminotransferase results for one patient sample. The initial cholesterol result was 6.5 mg/dl and initial alt result was 0.5 u/l. These results were reported outside the laboratory. After checking the medical history of the patient, the customer repeated the sample. The repeat cholesterol result was 153.9 mg/dl and repeat alt result was 37.2 u/l. There was no allegation of an adverse event. The cholesterol reagent lot number was 23624201 with an expiration date of 1/31/2018. The alt reagent lot number was 25303201 with an expiration date of 08/31/2018. Evaluation of the provided reaction monitor indicated no or a very little sample was transferred into the measuring cell. This was probably due to fibrin debris or platelets that had been aspirated and ejected into the cuvette instead of patient serum/plasma or clogging the sample probe. A specific root cause could not be identified. Most likely the issue was due to improper preanalytic handing of the sample. Since the qc data was acceptable and the analyzer alarm trace showed no errors, general reagent or analyzer issues could be ruled out.